Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer had issues with the insulin pump. It was found the reservoir compartment was cracked and the reservoir was falling out as a result. The father also reported the screen would go black on the insulin pump. The father had to remove the battery to resolve the issue. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.